Event description:
It was reported that a patient appears to have been implanted with a cup introducer wire (instrument) along with their bhr implants, contrary instructions in the surgical technique calling for complete removal of the introducer wires. The surgeon will continue to monitor the patient, but no intervention is planned.

Manufacturer narrative:
The surgical technique states, "when it is certain that the component is correctly inserted, the cup introducer cables are cut and the cables and the polyethylene impactor cap removed."